Event description:
Pt underwent rotational/percutaneous transluminal coronary angioplasty. During the procedure, the rotational wire fractured dissecting the coronary artery. Pt required emergency CABG to retrieve the wire after unsuccessful attempt retrieval.